Event description:
User experienced discrepant positive toxoplasmosis lgg results for fourteen samples. Eleven patient examples provided. Patient 1, initial result 11 iu/ml, repeat 4 iu/ml. Patient 2, initial result 21 iu/ml, repeat 8 iu/ml. Patient 3, initial result 23 iu/ml, repeat 5 iu/ml. Patient 4, initial result 28 iu/ml, repeat 8 iu/ml. Patient 5, initial result 31 iu/ml, repeated twice gave 15 and 5 iu/ml. Patient 6, initial result 38 iu/ml, repeat 4 iu/ml. Patient 7, initial result 45 iu/ml, repeated twice gave 5 and 4 iu/ml. Patient 8, initial result 54 iu/ml, repeated twice gave 4 and 3 iu/ml. Patient 9, initial result 67 iu/ml, repeat gave 8 iu/ml. Patient 10, initial result 72 iu/ml, repeat 6 iu/ml. Patient 11, initial result 75 iu/ml, repeated twice gave 9 and 7 iu/ml. No information was provided to determined if any adverse events were reported. If additional information is received, appropriate notification will be provided.